Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent unspecified breast surgery with a mentor smooth round moderate profile 475cc saline prothesis experienced spontaneous left sided deflation post procedure. A physical consultation confirmed the deflation. As a result, patient explanted the device on (B)(6) 2021.

Manufacturer narrative:
Suspect device received on may 4, 2021. Device evaluation completed on may 12,, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 475cc breast implant. Has leakage caused by valve delamination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).